Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri). Premature battery depletion is suspected. This ICD will be explanted and returned for analysis.